Manufacturer narrative:
H.6 investigation summary: quality engineer inspected the sample for evaluation. Bd received one used insyte autoguard bc 20ga retraced unit and a catheter/adapter assembly without packaging from material number: 382534, lot number: 9144842. Through the visual examination of the unit, the needle revealed no anomalies or damage (i.e. Bends, burrs, flash, deformation, etc.) To the cannula or tip. The bevel area had the proper bevel cut and the secondary bevel was present on the unit. The cannula tip was found acceptable per specifications. The returned unit provided for evaluation met the manufacturing specification requirements therefore no root cause was determined. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was splitting. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no: 382534, batch no: 9144842. It was reported that patients skin was really tough and caused patient pain to shoot down his arm. It was also reported that another rn had an issue with the catheter splitting off of the cannula after she withdrew it from a patient. Two separate occurrences. #1 wanted me to pass onto you information regarding the problems with some of the 20 ga IV's. Rn had tried to start an IV twice on a patient with 20 ga IV's and said his skin was really tough and caused the patient pain. I tried with a 20 ga and found the same thing and it caused the patient pain to shoot down his arm. I immediately removed it and then inserted a 22 ga with no problem and no pain. I checked the lot numbers on all the attempted 20 ga and they were all the same. I discussed this with distribution and sent all of this lot down to them. I recalled having problems the last several weeks with IV insertions and wonder if they were all from the same lot. Rn had an issue with a 20 ga splitting off of the cannula after she withdrew it from a patient. Since getting rid of that lot, I haven't heard anyone report problems. I will keep tabs on any further issues. #2 1. Staff did not keep the IV catheters that were not working. They just came and told me. 2. They would not puncture the skin and would actually fold up the skin like an accordion and then when you did get through the skin, it had more force than you would normally have used and now you have gone through the vein which would require another attempt as this vein was blown. 3. When staff requested a different lot #, it worked perfect and IV was gotten.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ bc shielded IV catheter was splitting. This occurred on 3 occasions during use. The following information was provided by the initial reporter: material no: 382534, batch no: 9144842. It was reported that patients skin was really tough and caused patient pain to shoot down his arm. It was also reported that another rn had an issue with the catheter splitting off of the cannula after she withdrew it from a patient. Two separate occurrences. #1: wanted me to pass onto you information regarding the problems with some of the 20 ga IV's. Rn had tried to start an IV twice on a patient with 20 ga IV's and said his skin was really tough and caused the patient pain. I tried with a 20 ga and found the same thing and it caused the patient pain to shoot down his arm. I immediately removed it and then inserted a 22 ga with no problem and no pain. I checked the lot numbers on all the attempted 20 ga and they were all the same. I discussed this with distribution and sent all of this lot down to them. I recalled having problems the last several weeks with IV insertions and wonder if they were all from the same lot. Rn had an issue with a 20 ga splitting off of the cannula after she withdrew it from a patient. Since getting rid of that lot, I haven't heard anyone report problems. I will keep tabs on any further issues. #2: staff did not keep the IV catheters that were not working. They just came and told me. They would not puncture the skin and would actually fold up the skin like an accordion and then when you did get through the skin, it had more force than you would normally have used and now you have gone through the vein which would require another attempt as this vein was blown. When staff requested a different lot #, it worked perfect and IV was gotten.